Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified three other similar incidents from this lot. The investigation determined the reported difficulties appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified left anterior descending artery. A priority pak 20/30 with copilot was used for the procedure. It was noted that during inflation, an unspecified balloon could not expand because of the leakage between the gauge and hose assembly. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.